Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, the leadless implantable pulse generator (ipg) exhibited increased thresholds and impedance. The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.